Event description:
It was reported, "cement hardening faster than usual was the report from the surgeon."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.